Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID # 2134265-2014-01228 and 2134265-2014-01229. It was reported that motor drive unit (mdu) automatic pullback failure occurred. The lesion was located at the moderately tortuous middle of the left anterior descending artery. During a coronary angiography (cag) and percutaneous coronary intervention (pci), the physician connected the mdu with the sled and get all the system ready for the run. The physician pressed the autopullback but it failed. The physician tried to reconnect the sled yet it still failed. He checked the sled and found out that there is something wrong with it. Manual pullback was performed a few times to test the atlantis sr pro imaging catheter and it was functioning well. The physician change the sled and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that no damages were found on the returned pullback sled. The returned sled was able to properly connect to the mdu. During functional testing using a test catheter, the sled was able to properly pull back and performed within specifications. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-01228 and 2134265-2014-01229. It was reported that motor drive unit (mdu) automatic pullback failure occurred. The lesion was located at the moderately tortuous middle of the left anterior descending artery. During a coronary angiography (cag) and percutaneous coronary intervention (pci), the physician connected the mdu with the sled and get all the system ready for the run. The physician pressed the autopullback but it failed. The physician tried to reconnect the sled yet it still failed. He checked the sled and found out that there is something wrong with it. Manual pullback was performed a few times to test the atlantis¿ sr pro imaging catheter and it was functioning well. The physician change the sled and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.